Manufacturer narrative:
New information received on product UDI, part number, and manufacture date.

Manufacturer narrative:
UDI was unavailable. Device manufacturing date was unavailable. A rep reported that the site was not interested in replacing the part. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a spine case the silver cap on the ratcheting handle came off. The cap did not fall into the patient's anatomy and did not impact the patient. They continued the procedure using another ratcheting handle. There was no reported impact to the outcome of the patient.